Event description:
Customer's mother reported a no delivery alarm during the prime. She stated that sometimes insulin would come out and sometimes it would not. The blood glucose reading was 375 mg/dl. Customer was treated with the insulin pump. She was advised to disconnect and reconnect the tubing and reservoir and run a manual prime. She stated that the insulin pump did not alarm for no delivery. She had changed out the infusion set. She declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.